Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During set up for a procedure, a spark occurred at the bipolar connector when the aquamantys device was connected to the generator. There was no patient or user impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.